Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
The customer reported that his blood glucose reached in the 300s mg/dl and that he noticed that the cannula was bent. The pod was removed and discarded.